Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy procedure: anterior cervical discectomy and fusion (acdf) level implanted: c3/4 it was reported that intra-op, when performing final locking for the plate, the washer did not turn, and the driver broke. As the broken piece remained in the plate so the plate was removed and when checking the product outside the operative field, there was no problem with locking (the locking cap turned). The broken piece was taken out. The total delay in overall procedure was less than 60 minutes. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.